Event description:
It was reported that the pt underwent generator replacement surgery due to end of service. The explanted generator was returned to the MFR and underwent analysis. Upon analysis, no anomalies were noted and the device was not at end of service. Further info from the surgeon reveals that the generator was replaced due to the age of the device and the pt experiencing an increase in seizure frequency. No further info can be obtained from the treating physician.